Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable which resulted in the battery depleting and the pump shutting off. The pump was able to be charged with an alternate usb cable. The customer¿s blood glucose was 283(mg/dl).